Manufacturer narrative:
Additional info received: b7, g2, g3, g6, h2 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based on all information received. The device was not returned but three photos of a wound at different stages of operation were available for evaluation. Visual inspection noted the abdominal opening seems to have opened up from bloat from an anastomotic defect. It was reported that after surgery, the patient experience medical complications. Based on the evidence available the reported condition of an anastomotic defect was confirmed. The device's reported condition was confirmed; however, a root cause could not be identified. The event had foreseen risk and is included in a data monitoring plan. The manufacturing records are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of laparscopic sigmoid colectomy with coloproctostomy anastomosis. It was reported that after surgery, the patient experienced abdominal pain, fluid and air in the peritoneum of the patients pelvis consistent with a perforated bowel, two liters of stool removed from abdomen, anastomotic defect on the patients right posterior lateral aspect, respiratory failure, 5 liters of blood and clot was removed from the patients abdomen, bleeding at left gonadal vessel, hemorrhagic shock, anastomosis leak located in the gastric intestine, drainage of 600ml of hazy yellow colored fluid and 20 ml of thick creamy yellow fluid from the patients left flank of their abdomen, infection, thrombosis, colitis, bacterial infection, inflammation, abscess, pleural effusion, bibasilar atelectasis, ileus, open wound, prostatic calcifications, diverticulitis in colon, hernia, obstruction, distention, bloating, constipation, stool peritonitis, septic shock, sirs [systemic inflammatory response syndrome], tachycardia, anxiety, cramps, diaphoretic, pale, hypotension, nausea, fever, necrotic tissue, granuloma, edema, thrombocytosis, anemia, chills, leukocytosis, adhesions, vomiting, seroma, diarrhea poor appetite, intermittent cramping. Post-operative patient treatment included CT scan, exploratory laparotomy, low anterior resection was created with an end colostomy and drain placement, placed on ventilator, irrigation and debridement, x-ray, MRI, medications, hospitalization, IV fluids, washout of abdomen with evacuation of hematoma control of bleed, tpn [total parenteral nutrition], ng tube placement, IV fluids, insertion of two chest tubes, transfusion of 2 units of ffp [fresh frozen plasma], 5 units of packed red blood cells, IV zosyn [antibiotic] via PICC line (inserted 1/22), oral linezolid [antibiotic], metronidazole, ciprofloxacin, mycelex [for thrush], bronchodilator therapy, wound care including dakin¿s solution and wet to dry dressings, IV lasix for tissue edema, monitoring of lab work, electrolyte replacement as needed, IV fluids, pain management including morphine pca, fentanyl, and nutrition support with advancement of diet as tolerated, home health care, exploratory laparotomy with enterolysis (45 minutes), small bowel resection with enteroenterostomy, takedown end colostomy with partial colectomy and coloproctostomy pelvic anastamosis, mobilization of splenic flexure, flexible sigmoidoscopic examination, and reconstruction of abdominal wall with ventral hernia repair.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of laparscopic sigmoid colectomy with coloproctostomy anastomosis. It was reported that after surgery, the patient experienced abdominal pain, fluid and air in the peritoneum of the patients pelvis consistent with a perforated bowel, two liters of stool removed from abdomen, anastomotic defect on the patients right posterior lateral aspect, respiratory failure, 5 liters of blood and clot was removed from the patients abdomen, bleeding at left gonadal vessel, hemorrhagic shock, anastomosis leak located in the gastric intestine, drainage of 600ml of hazy yellow colored fluid and 20 ml of thick creamy yellow fluid from the patients left flank of their abdomen, infection, thrombosis, colitis, bacterial infection, inflammation, abscess, pleural effusion, bibasilar atelectasis, ileus, open wound, prostatic calcifications, diverticulitis in colon, hernia, obstruction, distention, bloating, constipation, stool peritonitis, septic shock, sirs [systemic inflammatory response syndrome], tachycardia, anxiety, cramps, diaphoretic, pale, hypotension, nausea, fever, necrotic tissue, granuloma, edema, thrombocytosis, anemia, chills, leukocytosis, adhesions, vomiting, seroma and diarrhea. Post-operative patient treatment included CT scan, exploratory laparotomy, low anterior resection was created with an end colostomy and drain placement, placed on ventilator, irrigation and debridement, x-ray, MRI, medications, hospitalization, IV fluids, washout of abdomen with evacuation of hematoma control of bleed, tpn [total parenteral nutrition], ng tube placement, IV fluids, insertion of two chest tubes, transfusion of 2 units of ffp [fresh frozen plasma], 5 units of packed red blood cells, IV zosyn [antibiotic] via PICC line (inserted 1/22), oral linezolid [antibiotic], metronidazole, ciprofloxacin, mycelex [for thrush], bronchodilator therapy, wound care including dakin¿s solution and wet to dry dressings, IV lasix for tissue edema, monitoring of lab work, electrolyte replacement as needed, pain management including morphine pca, and nutrition support with advancement of diet as tolerated, home health care, exploratory laparotomy with enterolysis (45 minutes), small bowel resection with enteroenterostomy, takedown end colostomy with partial colectomy and coloproctostomy pelvic anastamosis, mobilization of splenic flexure, flexible sigmoidoscopic examination, and reconstruction of abdominal wall with ventral hernia repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on or around (B)(6) 2018, the patient underwent laparscopic sigmoid colectomy with coloproctostomy anastomosis. No complications were noted during the procedure and the patient was discharged 3 days later. The patient returned to the emergency room complaining of abdominal pain and a CT scan was performed that had revealed fluid and air in the peritoneum of the patients pelvis consistent with a perforated bowel. The patient underwent an exploratory laparotmy during which the surgeon removed two liters of stool from the patients abdomen, an anastomotic defect on the patients right posterior lateral aspect was discovered and a low anterior resection was created with an end colostomy and drain placement. The patient was placed on a ventilator due to respiratory failure. Additional CT scan of the patients pelvis and abdomen revealed free fluid and air was still present and underwent additional procedure. 5 liters of blood and clot was removed from the patients abdomen and the surgeon noted there was active bleeding present at the left gonadal vessel. The patient experienced a hemorrhagic shock and there was anastomosis leak located in the gastric intestine. The patient underwent additional procedure to complete drainage of 600ml of hazy yellow colored fluid and 20 ml of thick creamy yellow fluid from the patients left flank of their abdomen. The abdominal wound had become infected and underwent irrigation and debridement. The patient was discharged on (B)(6) 2019.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of laparscopic sigmoid colectomy with coloproctostomy anastomosis. It was reported that after surgery, the patient experienced abdominal pain, fluid and air in the peritoneum of the patients pelvis consistent with a perforated bowel, two liters of stool removed from abdomen, anastomotic defect on the patients right posterior lateral aspect, respiratory failure, 5 liters of blood and clot was removed from the patients abdomen, bleeding at left gonadal vessel, hemorrhagic shock, anastomosis leak located in the gastric intestine, drainage of 600ml of hazy yellow colored fluid and 20 ml of thick creamy yellow fluid from the patients left flank of their abdomen, infection, thrombosis, colitis, bacterial infection, inflammation, abscess, pleural effusion, bibasilar atelectasis, ileus, open wound, prostatic calcifications, diverticulitis in colon, hernia, obstruction, distention, bloating, constipation, stool peritonitis, septic shock, sirs [systemic inflammatory response syndrome], tachycardia, anxiety, cramps, diaphoretic, pale, hypotension, nausea, fever, necrotic tissue, granuloma, edema, thrombocytosis, anemia, chills, leukocytosis, adhesions, vomiting, seroma and diarrhea. Post-operative patient treatment included CT scan, exploratory laparotomy, low anterior resection was created with an end colostomy and drain placement, placed on ventilator, irrigation and debridement, x-ray, MRI, medications, hospitalization, IV fluids, washout of abdomen with evacuation of hematoma control of bleed, tpn [total parenteral nutrition], ng tube placement, IV fluids, insertion of two chest tubes, transfusion of 2 units of ffp [fresh frozen plasma], 5 units of packed red blood cells, IV zosyn [antibiotic] via PICC line (inserted 1/22), oral linezolid [antibiotic], metronidazole, ciprofloxacin, mycelex [for thrush], bronchodilator therapy, wound care including dakin¿s solution and wet to dry dressings, IV lasix for tissue edema, monitoring of lab work, electrolyte replacement as needed, IV fluids, pain management including morphine pca, fentanyl, and nutrition support with advancement of diet as tolerated, home health care, exploratory laparotomy with enterolysis (45 minutes), small bowel resection with enteroenterostomy, takedown end colostomy with partial colectomy and coloproctostomy pelvic anastamosis, mobilization of splenic flexure, flexible sigmoidoscopic examination, and reconstruction of abdominal wall with ventral hernia repair. Relevant tests/laboratory data 01 jan 2019: CT scan of abdomen/pelvis showed free intraperitoneal air and fluid compatible with a perforated viscus. Findings are suspicious for breakdown at the anastamotic site involving the sigmoid colon in the pelvis. Findings also suspicious for superior mesenteric thrombosis. Findings compatible with an enteritis within the left mid abdomen likely colitis of the descending colon 01 jan 2019: blood culture + for streptococcus viridans. Labs abnormal for lactate 3.2, calcium 7.1, albumin 2.1, protein 4.0 01 jan 2019: pathology report from segment of colon revealed marked acute and chronic inflammation and abscess formation compatible with bowel perforation. [Med, 512] 06 jan 2019: labs abnormal for hemoglobin 8.5, wbc 25.8, calcium 6. 08 jan 2019: labs abnormal for hemoglobin 7.2, wbc 15.2 15 jan 2019: CT scan of abdomen/pelvis showed loculated fluid around the liver, spleen and paracolic gutters on both sides with enhancement of the peritoneum troublesome for inflammatory loculated ascites (peritonitis). Fairly large collections 15 jan 2019, 18 jan 2019: abdominal ascites fluid culture + for enterococcus faecium, two different colonies, penicillin resistant, requiring combination therapy 17 jan 2019: labs abnormal for hemoglobin 7.4. CT scan of abdomen/pelvis showed partially resolved right perihepatic ascites post placement of pigtail catheter, persistent left perihepatic, perisplenic and left para-aortic loculated fluid collection 18 jan 2019: chest x-ray showed tiny left apical pneumothorax after placement of drainage catheters. Limited chest CT showed tiny left anterior pneumothorax after placement of drainage catheters in the luq of the abdomen 19 jan 2019: CT scan of chest, abdomen and pelvis showed stable residual left pleural effusion, bibasilar atelectasis, and small non-tension pneumothorax since yesterday. Decreased loculated ascites/peritonitis over past 4 days. 21 jan 2019: labs abnormal for platelet count 1031 24 jan 2019: CT scan of abdomen/pelvis showed small bowel changes consistent with ileus, interval stable dense abdominal fluid, interval stable pleural effusion and dependent left lower lobe opacity presumable atelectasis 26 jan 2019: chest CT showed mild-to-moderate pleural effusion, incidental note of acitic [sic, believed to mean ascitic] fluid in p erihepatic space underneath right hemidiaphragm, incidental note of tracheomalacia unable to exclude as unrelated 28 jan 2019: labs abnormal for hemoglobin 7.9, wbc 12.0, platelets 862 02 feb 2019: CT scan of abdomen/pelvis showed small amount of perihepatic ascites, open midline wound has closed slightly since prior scan. Ostomy in llq. Unrelated findings of multiple prostatic calcifications. Extensive diverticulitis in colon, no evidence of acute diverticulitis, left fat filled inguinal hernias noted 07 oct 2019: CT scan of abdomen/pelvis showed interval development of moderate dilatation of the small bowel loops suggestive of incomplete obstruction at the level of anastomosis 15 oct 2019: abdominal kub showed air-filled dilated small bowel loops in the abdomen concerning for small bowel obstruction 16 oct 2019: CT scan of abdomen/pelvis showed mild mural thickening involving small bowel loops in mid and lower abdomen with ill-defined stranding in the anterior abdomen with few prominent small bowel loops and surgical suture. Findings may represent ileus/low-grade small bowel obstruction. No focal collection, scattered colonic diverticulosis 09 jan 2020: abdominal kub showed mild ileus 07 apr 2020: upper gi with small bowel showed suspected thickening of pylorus and postpyloric folds of the duodenum. Apparent mucosal fold thickening of small bowel loops centrally 19 jun 2020: MRI of abdomen showed mild fluid distention of the stomach, no obstructive lesion, moderate colonic fecal retention with no dilated or thickened bowel loops

Manufacturer narrative:
Additional info received: a5a, b5, b7, g1, g2, g3, g6, h2 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but three photos of a wound at different stages of operation were available for evaluation. Visual inspection noted an abdominal opening seems to have opened up from bloatedness from an anastomotic defect. It was reported that an unexpected content leak occurred along the staple line. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.